Manufacturer narrative:
Results: the second penumbra smart coil''s (smart coil) pusher assembly had the pet lock intact and was fractured approximately 138.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the first smart coil revealed it could be advanced through its introducer sheath and a demonstration microcatheter without issue. The second smart coil was fractured and the embolization coil was detached and, therefore, the smart coil could not be functionally tested for advancement through a microcatheter. Therefore, the root cause of the reported advancement issues could not be determined. Since the second smart coil was reportedly removed from the procedure with no mention of fracture or detachment, this fracture was likely incidental, and may have occurred during packaging for return to penumbra. Evaluation of the third smart coil revealed the embolization coil did not form its secondary shape within specification when advanced out of its introducer sheath. Further evaluation revealed the embolization coil had offset coil winds throughout its length. This damage likely occurred due to repeated cycling of the smart coil within patient anatomy during attempts to deploy into the target vessel. The root cause of the embolization coil initially not taking its intended secondary shape could not be determined. However, the repeated cycling of the embolization coil and resultant offset coil winds may have further deformed the embolization coil¿s shape. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00445.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils out of their introducer sheaths and therefore, the coils were removed. The procedure continued with other smart coils. While attempting to place a new smart coil into the target vessel using a non-penumbra microcatheter, the smart would not take its intended shape and remained straight after exiting the microcatether. Therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.